Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had nodules that are very painful and they disappear on their own.patient was treated with antibiotics for the nodules.patient faced hallucinations in her right eye since her dose was reduced last week by the neurologist. Patient mentions that she wears an eye patch to hide her right eye, which reduces the images of cats.patient reports having had an epileptic seizure last week and is waiting to see a general practitioner. The patient is having thrombose in the left eye since 6 months. No further information available.